Manufacturer narrative:
Correction to: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e3, g3, g5 (PMA/510k), h3, h6 (device code). Additional information: a3, d4 (UDI number), d10, e1 (middle name, address ¿ line 1, address ¿ line 2), h3, h5, h6 (patient code, results and conclusion codes) . The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported by the patient that roughly a month after surgery, he began to have significant, daily pain and limited movement. No information regarding revision surgery was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability cannot be performed as reference and lot # of product are unknown. Attempts have been made to collect additional information concerning the reported event, no reply was received yet. Investigation is still in progress. Conclusion is not yet available. Product location unknown.

Event description:
Mobi-c p&f us : patient pain one month after surgery. As reported by patient on website : he had c5 and c6 replaced with mobi-c in (B)(6) 2015. About a month after surgery, things started going downhill he still has major pain daily and movement is limited in his neck. Very unhappy with the product. More information was requested. Investigation ongoing.